Event description:
On 03/16/2000, the facility's or buyer informed the MFR's sales representative of the following: removal of lifeport procedure done in 2000. When the site was exposed, surgeon noted segment of catheter had sheared off. Device removed and sent to pathology, other segment found in pt's heart. Pt was transferred to another facility in cardiac cath lab. The segment from the heart was removed there. No further details were provided at this time. On 03/27/2000, the MFR received medwatch report #4900220000 via fax. The device was scheduled to be returned to the MFR for analysis. No further details were provided.